Event description:
Baxter product surveillance received a report in 2006 that a pt detected a leak with their transfer set during use. It was reported that in 2005, the transfer set leaked outside of the transfer set while the clamp was in the closed position. The set had been in use for 6 months. Although prophylactic antibiotics (ancef, fortaz) were administered, there was no pt injury reported.